Event description:
It was reported that the skin graft mesher is "tearing up the skin." There was no report of injury or adverse pt consequences associated with the incident.

Manufacturer narrative:
The device was returned for evaluation and it was determined that the device did not meet calibration specifications. Visual inspection of the device revealed that the roller end was damaged and the side plates and roller were bent. A review of the MFR's service records revealed that the device had not been returned for maintenance since 10/1994. It is documented in the instruction manual included with the device that the device should be returned to the MFR every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verity continued accuracy.